Event description:
Procedure type: inguinal hernia repair. According to the reporter: when surgeon have inguinal hernia surgery, he inserted spacemaker inside of preperitoneal space. He tried to inflate the balloon dissector but the balloon was busted. Fortunately the pt didn't have any injury. The surgical time was not extended by more than 30 minutes due to the product problem there was no unanticipated tissue loss as a result of this problem. There was not tissue damage as a result of this problem. There was not blood loss of 500cc or more due to the product problem.

Manufacturer narrative:
(B)(4).